Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical determined root cause as due to environmental contamination. An extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This in turn cause the blower damage due to overheating. As a resolution, after blower replacement and full calibration, the issue resolved.

Event description:
The customer reported bellavista 1000 having alarm 401 - inspiration valve or device leaky and alarm 328 -"fan failure" during patient use. Alternative ventilation was provided to the patient but no patient harm reported.

Manufacturer narrative:
The suspect device was not returned for investigation. However according to technical support the issue is not with the inspiration block though it looks that way because of alarm 401. The problem originates with the blowe. The blower failure is visible on the blower test. It was recommended to test the unit with a known good blower. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.